Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they got hospitalized twice in the same day due to high blood glucose on (B)(6) 2019 with blood glucose of 438 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had ignored several calibration alerts. The customer also took out their infusion set and found the cannula bent. Troubleshooting was not completed but the customer did a high pressure test using their fingers as clamps and did not receive an occlusion alarm. The insulin pump will be returned for analysis.